Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the prime history was reviewed and showed that several large primes had been recorded. A rewind and load was performed and the motor did not move during load step. Evaluation revealed that the force sensor calibration and force sensor resistance were out of the required specifications. There was evidence of contamination found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were out of specifications. There was evidence of contamination on a force sensor component. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.